Event description:
It was reported that a malfunction alarm occurred with a pump, identified as malf 16-0x20e6, in sweden by rubin medical ab. There was no adverse impact to the customer's blood glucose level. The customer reverted to multiple daily injections as a backup therapy and technical support arranged to send a replacement pump.